Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused medication to the patient. The expected medication delivery time was 24 hours; however, after the expected therapy time was completed, it was observed that the device had not completely delivered the medication. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from june 27, 2019 - june 28, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify the reported condition. Functional testing could not be performed due to the nature of the sample. The reported condition was not verified through photographic inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.